Event description:
It was reported by service report that the footboard was broken into two pieces. There was no pt involvement and no adverse consequences have been reported.

Manufacturer narrative:
Result: foot board. Conclusion: foot board replaced.